Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with o2 device failed occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2015. Date received by manufacturer: 04/13/2016. Conclusion / root cause: the data acquisition pcba and oxygen valve solenoid assembly was tested and no failures were identified. This report is being submitted as part of the remediation for (B)(4).

Manufacturer narrative:
The manufacturer's field service engineer verified the error in the unit's diagnostic report. The manufacturer's field service engineer repaired the unit by replacing the data acquisition board and the o2 valve; performance tested all ok.

Event description:
The customer reported that the ventilator alarmed with o2 device failed occurrence. The customer reported there was no patient involvement.